Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: date of event: (B)(6) 2019. Medical device expiration date: 2019-10-31. Medical device lot #: 8292805. Device manufacture date: 2018-10-19.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
The following fields have been updated with corrections: initial reporter first name: (B)(6). Initial reporter last name: (B)(6). Initial reporter phone#: (B)(6) initial reporter fax#: (B)(6). Initial reporter email address: (B)(6). Initial reporter address 1: (B)(6). Initial reporter city: (B)(6). Initial reporter state: (B)(6). Initial reporter zip: (B)(6). Initial reporter facility: (B)(6) univ sciquest orders.

Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for fm with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for fm with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tube. No serious injury or medical intervention was reported.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that bd vacutainer® sst¿ blood collection tubes had foreign matter in the tube. No serious injury or medical intervention was reported.